Event description:
It was reported that the patient experienced ineffective therapy. Reprogramming has been unable to resolve the issue. Investigation was unable to identify which lead attributed to the issue. As a result, surgical intervention was undertaken wherein the system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4)., serial: (B)(6), batch: a000134496. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.